Event description:
Additional information was received which reported that the patient saw a manufacturer's representative as well as her healthcare provider a month prior to the report. The reporter indicated that the patient had been assisted in changing programs. It was noted that the patient had also tried "vesicare".

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# unknown, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was only getting "partial" therapeutic effect and her symptoms had only improved "by about 50% but no more." There were symptoms of loss of bladder control in patient's perineum following implantation. It was also indicated that the patient had an overactive bladder and leaking and it was worst at night. The patient had tried to change programs and increased stimulation but ended up reaching a level where the stimulation was "too high and uncomfortable." It was noted that the patient "didn't really feel the stimulation was helping her." It was indicated that the patient's healthcare provider (hcp) was aware of the situation and had recommended physical therapy. Physical therapy had been attempted for 4 weeks, during which she had pelvic floor physical therapy with a tens unit over her bladder area. During physical therapy, the patient was noted to "turn programmer off and take out her batteries" but after clarification, did not believe she was turning stimulation off but only taking out batteries to the programmer. It was noted that the hcp doing patient's physical therapy was getting "squiggly" lines across the screen. It was unclear what squiggly lines was referring to. It was stated patient thought her device was still on at the time it was being reported. It was unclear if device was on or off. About a month later, additional information received indicated that the patient did not have concerns with her device or therapy but had "same concerns." The patient was continuing with her physical therapy and her concerns were resolved. Further information received 4 months later indicated that the patient was seen on (B)(6) 2012 for reprogramming. Several weeks prior, patient turned her implantable neurostimulator (ins) off and when she went to restart it, there was no programming indices available. The patient had been troubled by worsening frequency and urinary urgency and urge incontinence. Ultimately, optimal settings were based on clinical response to sensation with patient noting stimulation and sensation in the perineal region. Amplitude as well as pulsation settings were changed in relationship to lead selection. It was noted that the patient was going to continue her current settings in addition to "trialing" further antimuscarinic medication and would follow up with hcp in approximately two to three months.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she was waiting on an appointment date with the doctor and manufacturer's representative for replacement of the battery. She was waiting for a date for the outpatient procedure to be performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's incontinence was getting worse. The patient stated that they got the feeling that it was working and then all of a sudden it drops off and doesn't feel anything. It was then clarified that they had lost the therapeutic effect gradually and felt it was not performing as it should be and from the very beginning it wasn't helping as much. The patient stated it was not working as well as most people would expect, at least 70 or 80 percent, nothing is 100% but now it was not helping them at all. It was noted that the patient met with the manufacturer's representative once around 2013 for some programming adjustments which did not help at all. The patient recently saw another physician about a week ago for a second opinion where they were pushing them to get medbatrick (sp? - myrbetriq?) Or botox. The patient did state that they would like to keep trying to work with the therapy and was reluctant to try other therapies or medications because they were concerned with side effects (like high blood pressure). They stated that they were taking medication for high blood pressure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient was wondering if there were newer approved items with regards to neurostimulator. The patient mentions hers hasn¿t been as successful as she thought it would be. A loss of therapeutic effect was reported. She met with manufacturer representative in september and she did some checking of the device and programmer. She determined everything seemed to be working and suggested she try changing programs. The representative told her 50% relief was good and caller states in her opinion she was not even getting 50%. She has been trying different programs for a few weeks at a time. The patient doesn¿t think any of them are working. She increases and feels stimulation but then the sensation goes away. She voids frequently. The patient was asked when this began and caller states its was well over a year ago. It worked a little bit but she still had leakage and needed to always know where the nearby bathroom was. She even tried tibial nerve stimulation and that didn¿t work. The patient mentions now they were pushing medicine on her (mirabatricks?) But she wants to avoid that as it can cause high blood pressure. She cannot really remember her trial but thinks it must have been good enough if they went through with the permanent implant. The patient has not fallen or done anything that she think could have caused a change. The hcp (healthcare provider) has not done any imaging to ensure lead was still in place. The patient mentions her hcp was suggesting she try botox. The patient was assisted with troubleshooting over the phone. She reports being on program 1 at 2.8volts. Program 1 at 2.8 volts up to 3.2 volts and it was noted as uncomfortable at 3.4.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported therapy was intermittent and the benefit had been on and off. Stimulation was also not felt. The indication-for-use was urinary dysfunction/ sacral nerve stimulation. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.